Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Injury, gash to gums [gingival injury]. Injury, gash to inside cheek [mouth injury]. Brush heads falling apart [device breakage]. Case description: consumer contacted via e-mail and stated that the brush heads were falling apart. No serious injury was reported.